Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician tablet could not communicate with the ins. It was stated that the ins was implanted in 2016 and there will be no surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could not charge the ins. It was noted that it may be because the patient did not charge the ins for more than a year. There were no symptoms reported. No further complications were reported or anticipated.